Event description:
It was reported that after a few centimeters of a vascular stent had been deployed in the distal sfa, resistance was experienced with the thumbwheel and the stent would no longer deploy. The stent system was removed without incident and the lesions were left untreated. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.